Event description:
Related manufacturing reference number: it was reported that the patient presented in clinic for a right atrial (ra) lead revision procedure. It was noted that the ra lead both failed to capture and sense. It was discovered that the ra lead was dislodged via fluoroscopy. Additionally, the right ventricular (rv) lead had sensing issues in the form of r-wave amplitude variation and was also discovered to be dislodged via fluoroscopy. The patient was asymptomatic. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and failure to sense were no confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.